Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: during preparation for surgery, it was noticed that the outer balloon was torn and only inner balloon was inflated. Another device was opened and used for the procedure. The patient was not involved. No sharp-edged objects were on the mayo stand and the injected air was within the defined amount.

Manufacturer narrative:
(B)(4).